Event description:
This companion hospital cart was not in use with a patient. The customer reported that when the companion hospital cart is plugged in and a companion driver is inserted, the hospital cart has intermittent function. This alleged failure mode poses a low risk for a patient because the companion hospital cart does not control driver functionality. The alleged failure mode would not prevent a driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.